Manufacturer narrative:
Correction: d1 (brand name) and d4 (catalog number).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified in an aquabplus reverse osmosis (ro) system at the wire connections on the back of the stage 1 motor protection switch (mps). The ro system experienced a pump p1 failure at stage 1 during the t1 test and displayed the f-04-50-04 error message. The ro was placed in emergency mode so treatments could begin. The mps was replaced to resolve the reported issue and the ro system was brought out of emergency mode. The biomed confirmed the reported event during follow-up and provided additional information. The biomed was contacted by the facility who reported that the ro system stopped working while in supply mode. The thermal damage was discovered upon evaluation. The mps appeared burned and a burning smell was observed. The biomed stated that there was no smoke, spark, flame, or arcing observed as a result of the reported issue. The biomed confirmed that the thermal overload switch tripped. The biomed confirmed there were no blown fuses in the local power supply. The system is plugged into its own box. There were no local power issues on or around the reported event date. The biomed stated that the mps was replaced to resolve the reported issue along with the power cord and cable to the contactors. There was no patient involvement nor personal harm to anyone as a result of the thermal damage. The biomed stated that all patients were able to complete their treatment on the day of the reported event.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified in an aquabplus reverse osmosis (ro) system at the wire connections on the back of the stage 1 motor protection switch (mps). The ro system experienced a pump p1 failure at stage 1 during the t1 test and displayed the f-04-50-04 error message. The ro was placed in emergency mode so treatments could begin. The mps was replaced to resolve the reported issue and the ro system was brought out of emergency mode. The biomed confirmed the reported event during follow-up and provided additional information. The biomed was contacted by the facility who reported that the ro system stopped working while in supply mode. The thermal damage was discovered upon evaluation. The mps appeared burned and a burning smell was observed. The biomed stated that there was no smoke, spark, flame, or arcing observed as a result of the reported issue. The biomed confirmed that the thermal overload switch tripped. The biomed confirmed there were no blown fuses in the local power supply. The system is plugged into its own box. There were no local power issues on or around the reported event date. The biomed stated that the mps was replaced to resolve the reported issue along with the power cord and cable to the contactors. There was no patient involvement nor personal harm to anyone as a result of the thermal damage. The biomed stated that all patients were able to complete their treatment on the day of the reported event.

Manufacturer narrative:
Plant investigation: the reported issue can be confirmed based on the provided machine files. The complaint investigation determined the cause of the reported failure to be a bad electrical contact at the wiring at the motor protection switch. The design of the blade receptacle at the motor protection switch was inadequate causing the pump to run with only two line conductors resulting in higher current and higher thermal energy. In consequence the thermal overload relay trips and the pump p1 is not able to run anymore. The mentioned thermal energy also caused the damage and overheating of the wiring and blade receptacles at the motor protection switch. This is a known issue and addressed within a CAPA project. A new design was released for the wiring and the crimp connection of the blade receptacle. The device was built before the implementation of this new design. According to the available information the reported issue was solved through replacing the motor protection switch. A review for similar complaints or the device history record (DHR) is not required in this case as the failure is a known issue.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified in an aquabplus reverse osmosis (ro) system at the wire connections on the back of the stage 1 motor protection switch (mps). The ro system experienced a pump p1 failure at stage 1 during the t1 test and displayed the f-04-50-04 error message. The ro was placed in emergency mode so treatments could begin. The mps was replaced to resolve the reported issue and the ro system was brought out of emergency mode. The biomed confirmed the reported event during follow-up and provided additional information. The biomed was contacted by the facility who reported that the ro system stopped working while in supply mode. The thermal damage was discovered upon evaluation. The mps appeared burned and a burning smell was observed. The biomed stated that there was no smoke, spark, flame, or arcing observed as a result of the reported issue. The biomed confirmed that the thermal overload switch tripped. The biomed confirmed there were no blown fuses in the local power supply. The system is plugged into its own box. There were no local power issues on or around the reported event date. The biomed stated that the mps was replaced to resolve the reported issue along with the power cord and cable to the contactors. There was no patient involvement nor personal harm to anyone as a result of the thermal damage. The biomed stated that all patients were able to complete their treatment on the day of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.